Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. Upon evaluation, the belt failed incoming functional testing. The cause of the test failure was an open brown (-5v) wire in the belt's trunk cable connector. The cause for the open wire was a damaged overmold on the trunk cable connector. The root cause for the damaged connector was unable to be positively determined, but was likely physical abuse. No adverse event resulted from the open wire. The last patient to use this electrode belt did not report any deficiencies.

Event description:
A review of service data detected a reportable event. Upon servicing belt sn (B)(4), the belt failed the fall-off test. The last patient to use this belt did not report any deficiencies.